Event description:
Customer reported the power supply to the vs100sh-b was sparking. There was no adverse event reported.

Manufacturer narrative:
The customer provided an image of the power supply. Upon inspection exposed copper wiring on the section that connects into the outlet was observed. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. A new power supply will be provided to the customer to resolve the issue. Although there was no adverse event reported, if the reported incident were to recur it could lead to serious injury or death.